Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event which confirmed the complainant¿s experience of clips not loading properly. Visual inspection was performed, where the distal end of the channel support assembly (csa) was observed to be damaged. Based on the condition of the returned unit, it is likely that the reported event was caused by a damaged csa. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit and further examination of the event description, applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury.

Event description:
Procedure performed: cholecystectomy. Event description: ai translated: I would like to contact you regarding a fault occurred during the use of a ca500 device, lot 1515855. During a standard laparoscopic cholecystectomy, after an initial application of the clip, the following patients never wanted to engage the jaws. As a result, they had to change devices to finish their operation. The client said that during a standard laparoscopic cholecystectomy procedure, after the first application of the clip, the following never wanted to engage between the jaws. The client said that they used another device. The client said no clinical impact. Additional information received from company rep. Via e-mail on 13sep24: no consequences for the patient. Additional information received from customer via e-mail on 08oct24: ai translation: it's true that I haven't been able to get the answers. What's more, in the meantime I've gone on a training course and the ca500 pliers have been thrown away. So, I think we can close the file. Intervention: they used another device. Patient status: no consequences for the patient.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: cholecystectomy event description: ai translated: I would like to contact you regarding a fault occurred during the use of a ca500 device, lot 1515855. During a standard laparoscopic cholecystectomy, after an initial application of the clip, the following patients never wanted to engage the jaws. As a result, they had to change devices to finish their operation. The client said that during a standard laparoscopic cholecystectomy procedure, after the first application of the clip, the following never wanted to engage between the jaws. The client said that they used another device. The client said no clinical impact. Additional information received from company rep. Via e-mail on 13sep24: no consequences for the patient. Intervention: they used another device patient status: no consequences for the patient.